Event description:
The customer reported the patient's tracheostomy tube had a leak in the pilot balloon. A non-routine replacement of the tube was required. The tube was discarded.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Evaluation summary: drift of the sensors values against offset values.

Event description:
Reportedly, there was a low venous pressure alarm during treatment.